Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable ldhi2 lactate dehydrogenase acc. To ifcc ver.2 and tpuc3 total protein urine/csf gen.3 results for 1 patient cerebrospinal fluid (csf) sample on a cobas 8000 cobas c 701 module. This medwatch will cover tpuc3. Refer to medwatch with a1 patient identifier (B)(6) for information on the ldhi2 results. The initial total protein result was 0.1 g/l. The repeat total protein result was 46.6 g/l.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.